Manufacturer narrative:
This is a reportable event because of the high lead thresholds, despite the fact that it is still in use.

Event description:
Per study adverse event form, this lead had high lv lead thresholds and the impedances were out of range. This lead has remained in use despite known performance issue.